Event description:
It was reported that the patient heard strange noises with his right device in 2008. Thereupon, the patient's mother exchanged the coil cable of the speech processor, however, the patient still heard strange noises. Shortly afterwards, the patient was no longer able to hear with his device. The mother tried the left speech processor on the patient's right implanted side and the patient was not able to hear with his device. Then she tried the right speech processor on the patient's left implanted side and the patient was able to hear. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.